Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of leaking from the filter while infusing chemo could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed on material 24010-0007t because the lot number is unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ texium¿ infuion set leaked chemotherapy medicine at the filter site during use. The following information was provided by the initial reporter: "pt's texium tubing started leaking at filter site. This is the second time this has happened to this patient's chemo tubing during this stay. This tubing has been noted to be leaking on other units as well. Primary rn noticed leakage and stopped chemo immediately. Pharmacy made aware and is to bring up a new bag with new tubing. Leaking tubing properly discarded."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ texium¿ infuion set leaked chemotherapy medicine at the filter site during use. The following information was provided by the initial reporter: "pt's texium tubing started leaking at filter site. This is the second time this has happened to this patient's chemo tubing during this stay. This tubing has been noted to be leaking on other units as well. Primary rn noticed leakage and stopped chemo immediately. Pharmacy made aware and is to bring up a new bag with new tubing. Leaking tubing properly discarded."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.